Manufacturer narrative:
(B)(4). The complainant indicated that the device was contaminated and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a hot axios stent was to be implanted in a transduodenal position to treat a common bile duct stricture during an endoscopic ultrasound (eus) guided choledochoduodenostomy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the stent failed to deploy. The stent was removed from the patient partially deployed on the delivery system and a different stent was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.